Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that patient experienced st segment elevation. During a left atrial posterior wall ablation, anterior mitral line ablation, and cavotricuspid isthmus (cti) ablation, a farawave ablation catheter was selected for use. Use of the catheter to treat posterior wall ablation, anterior mitral line ablation, and cti ablation constituted off-label use of the catheter. The procedure began with vascular access and transseptal puncture completed using standard tools under fluoroscopic guidance. The left atrium was mapped with a non-boston scientific (bsc) catheter, and the farawave catheter was introduced for ablation in a redo case of persistent atrial fibrillation. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. All pulmonary veins were confirmed isolated, and 12 lesions were delivered to the posterior wall. Atrial flutter was induced, prompting the creation of an anterior mitral line with 14 lesions. A total of 26 lesions were applied in the left atrium. After repositioning the catheter into the right atrium, 6 lesions were delivered to the cavotricuspid isthmus (cti). St elevation was noted following the final cti lesion and the patient was treated with 200 mcg of nitroglycerin. A transient drop in blood pressure occurred but resolved without further intervention. St changes resolved by its own. St elevation cause thought to be from ablation of cti. The procedure concluded with catheter and sheath removal and hemostasis was achieved via figure-8 suture. No other immediate complications were reported. No further device issues were noted with the catheter. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
Media review: images of annotations in a notebook were provided, which were reviewed by a boston scientific quality engineer. Based on the analysis, it was indicated that the device was used to treat a posterior wall ablation, anterior mitral line ablation, and cavotricuspid isthmus (cti) which were off label use of the device as the farawave catheter is indicated for the ablation of the pulmonary veins to treat paroxysmal atrial fibrillation. G3: bsc aware date- corrected to account for media analysis date it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that patient experienced st segment elevation. During a left atrial posterior wall ablation, anterior mitral line ablation, and cavotricuspid isthmus (cti) ablation, a farawave ablation catheter was selected for use. Use of the catheter to treat posterior wall ablation, anterior mitral line ablation, and cti ablation constituted off-label use of the catheter. The procedure began with vascular access and transseptal puncture completed using standard tools under fluoroscopic guidance. The left atrium was mapped with a non-boston scientific (bsc) catheter, and the farawave catheter was introduced for ablation in a redo case of persistent atrial fibrillation. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. All pulmonary veins were confirmed isolated, and 12 lesions were delivered to the posterior wall. Atrial flutter was induced, prompting the creation of an anterior mitral line with 14 lesions. A total of 26 lesions were applied in the left atrium. After repositioning the catheter into the right atrium, 6 lesions were delivered to the cavotricuspid isthmus (cti). St elevation was noted following the final cti lesion and the patient was treated with 200 mcg of nitroglycerin. A transient drop in blood pressure occurred but resolved without further intervention. St changes resolved by its own. St elevation cause thought to be from ablation of cti.the procedure concluded with catheter and sheath removal and hemostasis was achieved via figure-8 suture. No other immediate complications were reported. No further device issues were noted with the catheter. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
H6: impact codes: corrected to remove the f1205 coding. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that patient experienced st segment elevation. During a left atrial posterior wall ablation, anterior mitral line ablation, and cavotricuspid isthmus (cti) ablation, a farawave ablation catheter was selected for use. Use of the catheter to treat posterior wall ablation, anterior mitral line ablation, and cti ablation constituted off-label use of the catheter. The procedure began with vascular access and transseptal puncture completed using standard tools under fluoroscopic guidance. The left atrium was mapped with a non-boston scientific (bsc) catheter, and the farawave catheter was introduced for ablation in a redo case of persistent atrial fibrillation. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. All pulmonary veins were confirmed isolated, and 12 lesions were delivered to the posterior wall. Atrial flutter was induced, prompting the creation of an anterior mitral line with 14 lesions. A total of 26 lesions were applied in the left atrium. After repositioning the catheter into the right atrium, 6 lesions were delivered to the cavotricuspid isthmus (cti). St elevation was noted following the final cti lesion and the patient was treated with 200 mcg of nitroglycerin. A transient drop in blood pressure occurred but resolved without further intervention. St changes resolved by its own. St elevation cause thought to be from ablation of cti. The procedure concluded with catheter and sheath removal and hemostasis was achieved via figure-8 suture. No other immediate complications were reported. No further device issues were noted with the catheter. The catheter is not expected to be returned for analysis as it was disposed.